Event description:
The customer reported that she was not receiving a low reservoir alert. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.